Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01659 and 3007042319-2015-01660) submitted for devices related to the same event.

Event description:
It was reported by medical staff that an inpatient experienced one single electrical fault that occurred around shift change, the alarm was silenced and the vad coordinator was notified. The patient was in bed; the rn did note that the bag fell off of the bed immediately prior to alarm. The vad coordinator was instructed to access the driveline and connector, as the driveline cover was removed a second electrical fault alarm occurred and resolved; a recreation could not be made with any other actions on the connector or driveline. Service report is dated (B)(6) 2015. The service evaluation: two open electrical faults alarms on rear phase a faults not reproducible upon arrival. Locking mechanism functioning properly. No contamination visible on the driveline wires. The patient was on a heparin drip. Additional notes: two rounds of cleaning conducted with approximately 75 seconds total pump off time. Contamination was visible inside the connector. The controller was exchanged. Per the cardiologist the patient tolerated the pump off time well. Low flows and low blood pressure were noted during pump off time. The action was noted to solve the event (end of service report). No additional information was reported. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: to prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Log file analysis review date: (B)(6) 2015. Data through: (B)(6) 2015. Normal power consumption. One low flow alarm on (B)(6) 2015. The low flow alarm limit is currently set to 2.5 lpm. Nine vad disconnect alarms on (B)(4) since on (B)(6) 2015. Two electrical fault alarms logged on (B)(6) 2015. This is one of two reports (3007042319-2015-01659 and 3007042319-2015-01660) submitted for devices related to the same event.